Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient has a history of inappropriate shocks. Review of the latest therapy identified noise which was oversensed. A boston scientific technical services consultant discussed the clinical observations and discussed system evaluation and to perform automatic setup and obtain x-rays. No adverse patient effects were reported.